Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code after exposure to heat from sun and getting wet. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction bolus via pump and did not require assistance from a third-party. The customer reverted to an alternate method of insulin therapy.